Event description:
It was reported that during a da vinci hysterectomy procedure the single-site fenestrated bipolar forceps instrument was in use for 30 minutes and the tip got dirty and they cleaned it. The tip got dirty several more times and they cleaned it each time and then they used a syringe to flush the tip and then the instrument smoked after use. The instrument was replaced with a new one and the case was completed. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the user facility and obtained additional information regarding the reported event. He indicated that the instrument was inspected prior to the surgical procedure and no issues were observed. No arcing was observed. After the smoke was observed, the surgical staff removed and replaced the instrument with another instrument and the surgical procedure was completed with no further issues reported. No patient harm was reported and he was not aware of the patient returning for any post-operative complications.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument exhibited signs of thermal damage on the distal end. The clear shrink tubing had a hole burned through one side. The hole was located at a corner of one clevis ear, adjacent to the base of one grip. Biodebris in a wet environment trapped between heat shrink and grips may have contributed to hole burning through. Electrical continuity testing was performed and failed. Continuity for both wires was intermittently failing. Resistance values fluctuated depending on roll the orientation of the instrument. Functional cautery testing was performed on a wet paper towel using a valleylab generator and system. When bipolar energy was activated, there was no steam observed from the wet paper towel. Grips were warm to the touch, indicating energy was transferring to grips, but energy was not sufficient to properly cauterize. Based on the information provided, this complaint is being reported due to the following conclusion: thermal damage was found near the distal end. The instrument was replaced and the planned surgical procedure was successfully completed with no patient harm.